Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous due a fairly large bowel obstruction. During the stenting procedure, as the physician attempted to withdraw the handle to deploy the stent, the exterior tube handle detached. It was reported that the physician used pliers to successfully and accurately deploy the stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issue began. At an unspecified date/time the patient reported blood glucose results of "127 mg/dl" with the subject meter and "160 mg/dl" another onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated she manages her diabetes with insulin (type and dosage not specified); however, the patient denied taking any action in response to the alleged meter issue. At an unknown date/time after the alleged issue began, the patient claimed she developed symptoms of hunger, weakness, shaking, sweating, and feeling sick. However, the patient denied receiving any medical treatment as a result of the alleged meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.